Event description:
It was reported that the zimmer electric dermatome chewed up the skin. Additional clinical f/u on (B)(6) 2010 indicated that "chewing up the skin" means the graft is uneven in spots very thin with holes or skipping over areas, and the edges are not of uniform width. This had made graft placement difficult and surface areas of recipient site are not covered consistently. Surgeon had to cut and piece donor site tissue to get less than optimal coverage. There was no report or injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.